Event description:
The facility returned the device for service. During service testing, the baxter repair technician reported a broken door. The hospital representative stated that there have been no reports of any patient injury of medical intervention. No additional information is known.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jun 07, 2007. Evaluation summary: the pump was evaluated by a baxter service technician. The reported condition was confirmed. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.